Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient started essure (ess205). The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines") and hypoaesthesia ("numbness"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015.). Essure (ess205) was withdrawn. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash and migraine outcome was unknown and the hypoaesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine and hypoaesthesia to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced fracturing of implant (device breakage) and heavy bleeding (genital haemorrhage). She also experienced pregnancy with contraceptive device and had a miscarriage (abortion spontaneous), amongst non-serious events. She underwent a hysterectomy with essure removal almost nine years after insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this particular case, no such circumstance was reported. Therefore, a device ineffective was considered and pregnancy was regarded as related to essure. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. During the essure therapy, device breakage may occur. In this case, the exact time point and mechanism of event are not known, however, considering its nature, device breakage was considered related to essure. Also abnormal genital bleeding may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), hypoaesthesia ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy") and breast discharge ("nipple discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy to remove the essure implant on 17-jul-2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness and breast discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, hypoaesthesia, loss of consciousness, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciouness, dizzy, nipple discharge quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: loss of consciousness ,dizzy, nipple discharge were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included iodine allergy and shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), numbness ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy"), breast discharge ("nipple discharge"), pain in extremity ("shooting pain down my thigh") and numbness in feet ("toes were numb couldn't feel my foot") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness, breast discharge, pain in extremity and numbness in feet outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, loss of consciousness, migraine, numbness, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and numbness in feet to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciouness, dizzy, nipple discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. 631874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included iodine allergy and shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), numbness ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy"), breast discharge ("nipple discharge"), pain in extremity ("shooting pain down my thigh") and numbness in feet ("toes were numb couldn't feel my foot") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness, breast discharge, pain in extremity and numbness in feet outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, loss of consciousness, migraine, numbness, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and numbness in feet to be related to essure (ess205). The reporter commented: trailing coils- left-3, right-1. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciousness, dizzy, nipple discharge lot number: 631874. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. 631874-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included iodine allergy and shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), numbness ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy"), breast discharge ("nipple discharge"), pain in extremity ("shooting pain down my thigh") and numbness in feet ("toes were numb couldn't feel my foot") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness, breast discharge, pain in extremity and numbness in feet outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, loss of consciousness, migraine, numbness, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and numbness in feet to be related to essure (ess205). The reporter commented: trailing coils- left-3, right-1. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciouness, dizzy, nipple discharge lot number: 631874 is invalid. Most recent follow-up information incorporated above includes: on 1-dec-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. 631874-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included iodine allergy and shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), numbness ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy"), breast discharge ("nipple discharge"), pain in extremity ("shooting pain down my thigh") and numbness in feet ("toes were numb couldn't feel my foot") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness, breast discharge, pain in extremity and numbness in feet outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, loss of consciousness, migraine, numbness, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and numbness in feet to be related to essure (ess205). The reporter commented: trailing coils- left-3, right-1. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciousness, dizzy, nipple discharge lot number: 631874 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included iodine allergy and shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), rash ("skin rash"), migraine ("migraines"), numbness ("numbness"), loss of consciousness ("loss of consciousness"), dizziness ("dizzy"), breast discharge ("nipple discharge"), pain in extremity ("shooting pain down my thigh") and numbness in feet ("toes were numb couldn't feel my foot") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2015.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, rash, migraine, loss of consciousness, dizziness, breast discharge, pain in extremity and numbness in feet outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, breast discharge, device breakage, dizziness, genital haemorrhage, loss of consciousness, migraine, numbness, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and numbness in feet to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: loss of consciouness, dizzy, nipple discharge . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter added. New events: ¿shooting pain down my thigh¿ and ¿toes were numb couldn't feel my foot¿. Patient¿s medical history updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced fracturing of implant (device breakage) and heavy bleeding (genital haemorrhage). She also experienced pregnancy with contraceptive device and had a miscarriage (abortion spontaneous), amongst non-serious events. She underwent a hysterectomy with essure removal almost nine years after insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this particular case, no such circumstance was reported. Therefore, a device ineffective was considered and pregnancy was regarded as related to essure. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. During the essure therapy, device breakage may occur. In this case, the exact time point and mechanism of event are not known, however, considering its nature, device breakage was considered related to essure. Also abnormal genital bleeding may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.